Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of angle play was confirmed. The device evaluation found the following reportable malfunction: foreign material in the nozzle. According to the customer, the device was cleaned, disinfected, and sterilized before sending in for repair. The customer did not know what the foreign material was, it was a spare device and was not used for awhile. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The customer did not wipe/brush the air/water nozzle with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with detergent solution. The following non-reportable findings were found during evaluation: the play of upward/downward knob was out of the standard value due to wear of angle wire, water tightness was lost due to a pinhole on the channel tube, water tightness was lost due to deformation of the upward/downward angulation control knob, adhesive on bending section cover had a chip, switch 1 had a scratch, the upward/downward angulation control knob had a scratch, forceps elevator knob had a scratch, forceps elevator lever had a scratch, light guide lens had discoloration, plastic distal end cover had a scratch, connecting tube had a scratch, connecting tube had a wrinkle, objective lens had discoloration, protector of universal cord on suction connector side had a scratch, protector of universal cord on control section side had a scratch. The right/left knob had a scratch, flexibility adjustment ring had a scratch, suction cover had a scratch, suction connector had corrosion, suction connector had a scratch, universal cord had a scratch, suction cylinder was shaved, grip had a scratch, control unit had discoloration, control unit had a scratch, electrical connector had discoloration due to water leakage, switch box had a scratch, and there was a lack of image on the monitor due to dirt on objective lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had angle play. It was unknown when the issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was user error. It is likely that the foreign material remained in the device because the reprocessing steps performed at the user facility deviated from the instructions for use (IFU). It was also noted that the foreign material could not be identified. The event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): evis lucera gif/cf/pcf type 260 series operation manual chapter 3 " preparation and inspection" shows how to detect the event. Evis lucera gif/cf/pcf type 260 series reprocessing manual chapter 3 "cleaning, disinfection, and sterilization procedures" shows how to prevent the event. Olympus will continue to monitor field performance for this device.